Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "fiber tip broken¿ @ 45,983 joules and 8 minutes of use. The procedure was completed with a second fiber. Patient outcome: "no patient injury reported"

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap and the metal cap are detached and not returned; the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone at the uv glue zone; the fiber proximal to fracture can freely rotate; the outer flow tubing open end appears damaged. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.